Event description:
A physician reported that vitrector stopped cutting during the vitrectomy surgery. An attempt was made to check the functionality of the blade significantly reduced aspiration was observed along the entire length of the drain line and slowed but normal operation of the blade. The surgery was completed after using new surgical set. There was patient contact but no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).